Event description:
Customer reported his insulin pump alarmed button error. His blood glucose is 250 mg/dl. Customer stated he was doing a complete set change and during the fill tubing process, the device started to prime on its own. He started pressing buttons to stop the device and it stopped. The device then alarmed battery error. After putting in a new battery, the device alarmed button error. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Unable to verify unexpected battery out of limit alarms due to unresponsive buttons. The device also was received with cracked case at display window corners and reservoir tube, minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.